Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had the green (patient line) pull ring cap that was ¿loose¿ in the overpouch. This was observed during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the device evaluation was completed. A visual inspection with the naked eye noted the green pull ring cap (patient line cap) was dislodged from the patient connector and loose inside the unopened pouch.the patient line cap and patient line luer were inspected and they met specification. No damage was noted to the components. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.